Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user informed the technical support engineer (tse) that the arm 4 drifted while the instrument was inside the patient. The tse reviewed the system logs but was unable to find any issues related to arm 4. There was no patient injury, and the staff did not believe that the arm was bumped. The site continued and completed the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and was installed onto a golden system where the technician noted that the yaw and pitch axes were stiff and had vibration, replicating the reported event. The usm was then installed onto a pftp (psc fixture test platform) where all relevant testing was passed within specification. The probable root cause based on failure analysis findings may be attributed to fiberoptic communication issues in the yaw and pitch motor modules and harmonics.